Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen has been intermittently unresponsive. The customer's blood glucose level was not impacted. It was reported that when the buttons "1,2,3" on the screen are pressed the touchscreen becomes intermittent unresponsive. The customer decline to troubleshoot with tandem technical support.